Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that tape not sticking, infusion set came out due to which hyperglycemia episode occurs. The patient states that set came out and did not have a back up plan or sets to use. Patient was hospitalized for two days, he was hospitalized on (B)(6) 2024 and discharged on (B)(6) 2024. Patient received treatment with IV insulin drip. High blood glucose level 494 mg/dl and current value was 238 mg/dl. No further information was available.